Event description:
A corflo cubby dual port standard balloon device was used during a percutaneous endoscopic gastrostomy replace procedure in 2008. According to the complainant, during the procedure "the balloon ruptured". No remnents remained in the patient and the procedure was completed with another device, manufacture and product unknown. At the conclusion of the procedure, the patient's condition was reported as "good".

Manufacturer narrative:
The complainant was not able to provide the lot number of the suspect device; therefore, the device manufacture date is unknown. The suspect device has not been returned; therefore, a device evaluation has not been performed. The cause of the reported malfunction is undetermined. The april 2008 15-month low profile balloon enteral feeding product family complaint trend report, inclusive of all failure modes, was reviewed; no unfavorable trend was noted.